Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue, all closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one open and unused sample (contaminated) with the needle detached to the thread (thread is still wound on the pack) and 21 closed samples. To evaluate the conformity of the closed units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment results conducted on the closed samples received are 1.01 kgf in average and 0.60 kgf in minimum and fulfil the requirements of the european pharmacopoeia (ep): 0.46 kgf in average and 0.23 kgf in minimum. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. However, the most probable root cause is that the attachment of the needle was not correctly done as the open sample received shows that the needle escaped from the thread. Final conclusion: in spite of receiving a defective sample, the results of the closed sample received fulfil the specifications of european pharmacopoeia/b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed sample received. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.

Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported that during preparation, thread and needle were detached. Additional information has not been received.